Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in the ER after receiving multiple shocks for an svt that was detected as vt. The device was reprogrammed. The patient will be monitored.